Manufacturer narrative:
(B)(4). Approximate age of device- 12 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient underwent a pump exchange on (B)(6) 2017. Additional information was requested, but not yet provided.

Manufacturer narrative:
Additional information. Multiple requests for return of the explanted pump were issued to the customer; however, no information regarding pump disposition was provided and to date, (B)(4) has not been returned for evaluation. No product was returned for evaluation. A correlation between the device and the unspecified reason the pump was explanted could not be conclusively determined. The account communicated that the patient underwent a pump exchange on (B)(4) 2017. Despite multiple attempts to obtain additional information from the customer regarding the event, no additional information was provided. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.